Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated on (B)(6) 2013 the patient was at (B)(6) standing at the pay register and felt ¿two strong shocking jolts that nearly knocked her off her feet.¿ it was noted she felt the shock at the implant site and could hardly walk on the day of report. Reportedly the patient turned off her stimulation on the day of report because she felt a burning sensation at the implant site and could feel pain if the stimulation was on or off. The patient tried to turn stimulation up and down but the pain was not relieved. The patient planned to contact her healthcare provider and request her leads be checked.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4) , product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4) .